Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although's ome evidence points to a higher rate of occurrence in women using breast pumps versus those are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have requested that the device is returned for analysis and offered additional troubleshooting advice for the customer. As yet, the device has not been returned by the customer. Upon receipt of the item, if any additional information is found to support the investigation, a follow up report will be sent.

Event description:
Customer reported on 17th october from the netherlands that the elvie stride caused mastitis. The cutomer allged that the elvie stride was not providing adequate suction which lead to mastitis. Customer was seen by a healthcare professional and was prescribed treatment for mastitis.